Event description:
It was reported the subject device had an air leakage from the connector section. There were no reports of patient or user harm harm.

Manufacturer narrative:
The subject device underwent visual and functional inspection. The customer allegation was reproduced, a connector watertight defect was confirmed. Additionally, cracked connector was identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The cause of the defect could not be identified based on the information obtained from this complaint and the results of the investigation. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "handling and general precautions caution do not apply impact to the camera head. There is a possibility of damage." Olympus will continue to monitor field performance for this device.